Event description:
A customer obtained a troponin (accutni) result above the ami cutoff for one patient. Two samples collected from a patient on (B)(6) 2010 gave accutni results of 0.22 ng/ml and 0.08 ng/ml. A third sample was collected on (B)(6) 2010 which gave a result of 0.58 ng/ml. Customer re-centrifuged all three specimens and then retested for accutni; obtained results were in the normal reference range. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Specimens are collected in pst tubes. Qc was within specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.